Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that a beta bionics ilet user encountered repeated ¿unable to proceed¿ alerts while attempting to load new supplies. The user performed a dry run successfully but was unable to resume insulin delivery during the supply change. The user temporarily reverted to backup insulin therapy, and a device replacement was arranged. There was no report of end-user harm or adverse event associated with this case.